Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, other) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an obsolete sti mulator battery. The battery only worked for six years instead of nine years. The incident required re-operation to change the battery. Additional information received reported premature battery depletion. There was nothing notable with regards to environmental/ex ternal/patient factors that may have led or contributed to the issue. The battery's problem was identified on (B)(6) 2025, and the ins was explanted and replaced on (B)(6) 2025. The issue was resolved. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
H3. Device analysis for ins nme742533h found no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. H6. B17 and c20 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.